Manufacturer narrative:
Patient identifier= (B)(6). All patient information was provided. No additional information was provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported observing a discrepancy in glucose results for a patient on the alinity c processing module. The customer stated sid (B)(6) generated a result of 90 mg/dl and a result of 64 mg/dl (zone c). The customer does not know which result is correct. There was no reported impact to patient management.

Manufacturer narrative:
During investigation, service inspected the alinity c processing module, serial number (B)(6) and performed several troubleshooting procedures which included the replacement of the rgt seal tip 1 (09d39-03) during syringe maintenance. The replacement of the rgt seal tip 1 resolved the customer issue. A service history review of the alinity c sn (B)(6) revealed no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending was reviewed and did not identify any trends for the rgt seal tip 1 (09d39-03). Tracking and trending was reviewed for the alinity c processing module and no trends were identified. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue, which includes information on operational precautions and limitations, troubleshooting of the fluidics subsystem and component replacement, as well as troubleshooting of erratic sample results. Based on the information within the complaint record, no systemic issue or product deficiency was identified for the rgt seal tip 1 or the alinity c processing module, sn (B)(6).

Event description:
The customer reported observing a discrepancy in glucose results for a patient on the alinity c processing module. The customer stated sid (B)(6) generated a result of 90 mg/dl and a result of 64 mg/dl. The customer does not know which result is correct. There was no reported impact to patient management.